Manufacturer narrative:
On evaluation of the returned device, it was noted that the needle was protruding out of the sheath and the stylet was returned in place. The needle could not advance or retract. On further inspection, the stylet was removed and the sheath cut. It was noted evident that the needle was broken. The customer complaint was confirmed as the needle was broken. As usage conditions cannot be replicated within the laboratory settings, the root cause for the breakage could not be conclusively determined. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing record for echo-19 device of lot number c1275171 did not reveal any discrepancies which could have contributed to this complaint report. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During the 3rd pass following puncture of the lesion, the echo-19 needle could not retracted into the sheath. On return of the device for evaluation the needle was confirmed to be broken.